Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A home patient (hp) contacted baxter's technical service center regarding system error 2267 (air and fluid in set) alarm during therapy on a homechoice (hc) machine. There was nothing found during troubleshooting that would cause or contribute to the alarm. The hp was to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.